Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/04/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. A loss of connection was reported to have occurred for 40n7s1. Data investigation confirmed a loss of connection on (B)(6) 2018 for 4g0pmt. The probable cause was the transmitter and app were unable to restore the connection. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.